Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedances of greater than 125 ohms in all configurations. It was noted that the patient received a new device approximately one month ago and shock impedances were 40 ohms at implant. Boston scientific technical services (ts) discussed a possible connection issue, or lead issue that may have presented itself by manipulation of the lead. Ts recommended checking the lead connections if a revision is performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a revision procedure was performed and loose set screws and loose connection were found. The issue was resolved during the procedure. No adverse patient effects were reported.